Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot, expiry date), h4 corrected: d4 (primary UDI number) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9 the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, that on (B)(6) 2024. The patient, underwent an unknown surgery with the products in question. This is a report of an event in which, a different size nail was used, because the distal polymer inlay was completely pulled out of the nail in question. In the surgery, the surgeon bent the tip of the guide rod in question, slightly before inserting it. Since, the sales rep was told, that the approach would be made with a supra patera in advance, he prepared a 1150mm guide rod, for the supra patera. But, the surgery on the day was performed with an infra patera. After the measurement, the surgeon cut the side of the guide rod that was coming out of the body with a wire cutter, because it was too long. The surgeon, then requested, to reinsert an unbent guide rod, so a second guide rod was opened and reinserted. And the long portion was cut off as well. After the medullary reaming was complete, he attempted to insert the nail through the guide rod, but was unable to pass it through, because the cut portion of the guide rod was caught on the proximal polymer inlay. Once the nail was returned to the operating table, he was again inserting the nail, while pushing hard on the guide rod and the distal polymer inlay was completely pulled out of the nail. Therefore, the surgeon opened a one-size-shorter nail in question and tried to pass the guide rod through it again on the operating table, but it did not pass. So, with the surgeon¿s understanding, the proximal polymer inlay was pulled out and the nail was inserted. From then on, the operation proceeded as usual. The surgery was completed successfully with 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided. The full UDI is currently not available. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample found the inlay of the tibial nail advanced ø10 l 300 fell apart confirming the allegation. Based on the investigation findings, a potential cause cannot be established with the provided information due to be a multifactorial issue and it has been determined that no corrective and/or preventative action is proposed. A dimensional inspection was not performed due to it is not applicable to the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tibial nail advanced ø10 l 300 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device product code: 04.043.220s, lot number: 9387p19, the product was released on: 28 feb 2024, manufacturing site: jabil bettlach, expiry date:01 feb 2034. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.